Event description:
It was reported that the device was eroding. It was reported that "my battery is poking out toward my skin." The device had been "sticking out" since the week of (B)(6) 2011. The pt reported no trauma, but did note that the neurostimulator does "move somewhat". The pt also felt numbness down his arm and leg. It was also noted that the pt had to recharge more than expected. The physician contacted regarding this event was not aware of the reported problem.

Manufacturer narrative:
(B)(4).